Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left anterior descending artery. The taxus express2 2.5x24mm drug eluting stent was able to cross the lesion. The physician went to remove any air that may have been in the system and noted blood in the catheter. The physician noted that the "balloon ruptured". The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.